Event description:
Several up to 3 cm large blisters in the lumbar spine area / painful burn: grade 2 [burns second degree] she went without hesitation with the applied heatwrap to bed [device misuse]. Case description: this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare heatwrap) from (B)(6) 2015 for back pain. The patient's medical history and concomitant medications were not reported. The patient reported that she was familiar with the application of heatwraps, so she went without hesitation with the applied heatwrap on (B)(6) 2015 to bed. After less than 6 hours at 3 o'clock in the morning, she woke up because of burning pain and immediately removed the heatwrap. She experienced several painful blisters. She visited a physician on (B)(6) 2015 due to the blisters. The following attest was provided: patient experienced a painful burn: grade 2 (several up to 3 cm large blisters in the lumbar spine area). The patient received wound treatment (foam dressing and the administration of painkiller. Action taken with the product was permanently withdrawn on (B)(6) 2015. At the time of the report, clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company comment: based on the available information, the company cannot exclude a possible contribution of the suspect device product (thermacare heatwrap) to the events of several up to 3 cm large blisters in the lumbar spine area / painful burn: grade 2. This case is medically assessed as serious and initial reportable report.